Event description:
During the device evaluation, corrosion was observed on the gastrointestinal videoscope's distal end. Additionally, image noise occurred. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the noisy image was due to a deformed plug unit. The cause of the corroded distal end, and the root causes of both malfunctions could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.